Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving baclofen (concentration "500/cc," dose 191 mcg "sc") via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that the patient was experiencing increased spasticity. There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was attempted on the date of this report and the radiologist was unable to aspirate the catheter. The radiologist would send the results to the managing doctor. Surgical intervention did not occur and it was unknown if it was planned. The issue was not resolved and patient status at the time of this report was "alive - no injury." No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2000 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep confirmed that the patient was the initial reporter of the adverse event. The rep also reported that the patient¿s entire system was replaced on (B)(4) 2018. No further complications were anticipated/reported.